Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) and other manufacturer right atrial (ra) lead were being tested, as over the past year there were many pacing impedance spikes from the 400 to 1500 ohms. When they induced the higher impedance values around 1500 ohms, there was observations of loss of capture during the test. There were also observations of far-field oversensing on the ra channel that was a known issue. The plan was to lower the lower rate limit to 50 bpm and extended the blanking in the atrium, then continue to monitor. The system remains in-service. No adverse patient effects were reported.